Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device sample was received in the original packaging. Per visual inspection, it was noticed that there were white particles on the surface of the cuff. The complaint was confirmed. The powder was found to be caused by resin which is used for cuff blow molding process. The resin in a purchased material there for the root cause was traced to a supplied item. The supplier found that a certain component of the plasticizer had increased to a level that made it less compatible with pvc and therefore could migrate to the surface as a powder or residue. While the component level was within plasticizer suppliers' specification, the supplier agreed that the level was higher than in past years. Plasticizer specification was tightened to a level to prevent this issue. Subsequent production was successfully verified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further actions were planned at this time.

Manufacturer narrative:
Other text: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening "white patches" were seen in the balloon cuff of the tracheostomy tubes. No patient involvement.